Event description:
It was reported that the programmer generated an error when interrogating an implanted heart device. Recycling the power to the programmer did not clear the error. A company representative was to be contacted by the clinic to come and complete the patient interrogation as well as to return the programmer. It was further noted on the return paperwork that additional errors were present and that this occurrence followed an update. It was requested that the power cord be replaced and that all of the latest software be installed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error during an interrogation of a device. The caller cycled power, but the error returned. Technical support (ts) suggested the caller contact the local sales representative (sr), which they did. The sr came that same day and completed the interrogation with a different programmer without any issues. The sr took the programmer being reported with them. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer booted to an error, as a result reconfiguration was completed and software was reloaded and updated. It was also noted that the power cord was missing. (B)(4).